Event description:
The pt's mother called to report on (B)(6) at 8:35 am her daughter activated a new pod and her blood glucose, carbohydrate intake and insulin history are as follows: time: 8:36 am, bg (mg/dl): 68, cho (g): 50, bolus (u): 10.00. Time: 3:00 pm, bg (mg/dl): high (>500); bolus (u): 12.60. At 4:00 pm, she was rushed to the hospital by an ambulance and her bg read 659 mg/dl. At 5:49 pm the pod was removed and she was placed on an insulin drip. The mother stated the cannula was not visible on the pod; there was no dampness on the adhesive pad and the pink dot on the outer shell of the pod had not slid forward. The pt stays in the hospital overnight and by 5:00 am the hospital staff took her off the insulin drip and she was able to activate a new pod. Her bg was ranging from 105 mg/dl to 130 mg/dl with the new pod. She was waiting for her potassium level to come down before being released from the hospital at the time of the call.

Manufacturer narrative:
The product will not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.